Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slide did not work smoothly" during implantation in unknown eye. Surgery completed with a back-up device.

Event description:
Healthcare professional reported a xen®45 gts "slide did not work smoothly" during implantation in unknown eye. Surgery completed with a back-up device.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.